Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board, generator driver board, generator interface board, backplane, x-ray tube, high voltage tank, snubber board, and high voltage cable to correct intermittent arcing, communication failures, and ma error messages during fluoro. Replaced the interconnect cable because of cuts in cable, and the battery pack. Performed a generator calibration. A filament calibration and verified the unit functions as intended.

Event description:
The customer reported the system displayed an ma sensor failure message and the image quality is poor. No pt injury was reported.